Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a history of noise on the right ventricular lead. Review of the electrograms revealed stored episodes of high ventricular rate. The noise could be reproduced with isometrics. No intervention was performed; the patient would continue to be monitored. The patient's condition was stable.